Event description:
Gall bladder surgery. Pt successfully completed approx ten dialysis treatments in the hospital. Before being dismissed form the hosp the hosp staff set pt up to attend dialysis treatments at dialysis center. Pt weighed in wheelchair. Within the first minute of the actual dialysis process, after the preliminary tests, the buzzer went off. The nurse walked over and typed in something on the screen, and walked away. Almost immediately the buzzer went off again. Again, one of the two nurses came over, typed in something on the screen, and walked away. This continued for the first five minutes or so. Blood pressure dropped to 68/37. A nurse came over and checked it and walked away. Pt appeared to be somewhat shaking at this point. Face began to turn blotchy red. Blood pressure dropped lower. They were somewhere in the 50s/20s. Family member turned and yelled at the nurse that something was drastically wrong. They casually walked back towards pt and said. "Don't worry. We're watching." Pt's blood pressure dropped even lower. At this point three nurses gathered around pt's chair. They still did not seem to be taking the matter seriously. One of them continued to joke with the pt sitting two chairs away from pt. The nurse turned to family and asked what medications pt was taking. At this point family said that pt needed oxygen. They began to look for oxygen and could not locate a portable tank, saying that all of the electric ones were being used. After what seemed like an eternity (in all actually probably two to three minutes) a tank was brought to pt's chair. It had an 'empty' tag on it. A nurse then said that the center had three other tanks and a second nurse said they were all empty. At approx. 1:48 pm family frantically called another family member and asked them to go to get pt's portable tank. At this point pt began foaming at the mouth, was listing to the side in chair, and had a look of terror in their eyes. 911 was called. Nurse began squeezing bags of something liquid into pt's system. The bag had been removed from the drip bag holder adjacent to pt's chair. Pt's mid-section, through tummy, ballooned. During last weigh-in at the hospital, for dialysis, pt had weighed approx. 136 pounds. At this point pt appeared to be ready to explode through their middle. The paramedics arrived at the facility about the same time other family members arrived with the portable oxygen tank. Upon arrival, the paramedics immediately took pt's vital signs and then pulled pt out of their chair and began CPR. There was no response. They began the process to transport pt to hosp. As the paramedics exited the building with pt family asked one of them pt's status. Pt was not responding at all. Arrived at the hosp. Within about seven minutes. Upon arrival dr had gotten a faint pulse and blood pressure but pt was not breathing on their own. They were still doing CPR. The outlook was grim. Family asked dr if he felt that there had been any brain damage done and he responded that pt had been without oxygen for a long time. At this point family made the decision to discontinue the CPR. Dr began to administer drugs to keep pt as comfortable as possible. He assured family that pt was not in any pain. Pt died approx fifteen minutes later.